Event description:
Additional information received reported the health care provider believed the volume discrepancies were related to the fact that it was a constant flow rate pump versus a synchromed pump. It was reported the accuracy of the pump usually fell within acceptable range however the hcp felt the newer manufacturer pumps were ¿just more accurate¿. It was noted ¿they are essentially comparing accuracy of one isomed pump to over 100 synchromed pumps they manage. Their comment is related to their belief that their synchromed pumps have a higher degree of accuracy than the one isomed pump they manage¿.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had been inconsistent with residual volumes that were expected versus the actual residual volumes. The actual residual volume was greater than the expected residual volume however specific values for the volume discrepancies were not reported. It was reported the flow rate accuracy on the pump had not been correct for about two years. It was noted sometimes there was residual volume and sometimes there was not. During refills over the past two years it was reported, ¿so essentially he ought to have maybe 1cc in there or maybe none if it¿s delivering exactly right. But I¿ve documented 3cc up to 10cc.¿ it was reported the pump was not supposed to empty on the day of this report however when it was checked it was. The health care provider at the time of the report did not have any proper refill kits compatible with the type of device so different options were being looked into. The health care provider believed the pump was bad but it was noted ¿they didn¿t know.¿ it was reported the pump was possibly go ing to be replaced in the next few weeks. It was noted the patient was on a high dose of morphine, which was the medication that was used within the device system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11029r40, product type: catheter. (B)(4).

Event description:
Additional information: it was later reported that after further investigation by the physician in regards to the patient's reservoir volume not matching the expected volume at refill, it was found that prior to his refill date the patient had been hospitalized for approximately 2 weeks for an unrelated medical condition. During this time of hospitalization, the patient ran a high fever for the majority of the time. Healthcare providers felt the difference in volumes at refill was due to the patient "having a non-programmable pump and running a fever during the time he was hospitalized". The patient had been refilled since this event and his volumes matched perfectly. He was currently doing fine with no additional symptoms.